Event description:
The account alleged that there was a patient fall from this bed. The account alleged the patient position module was set then turned itself off, the patient exited the bed and fell. There were no reported injuries.

Manufacturer narrative:
The technician investigated and found no issue with the bed. The bed exit functioned as designed. The nurse alleged that the patient position module was set when the patient was placed in the bed, but when she found the patient on the floor, the patient position module was turned off. The head side rails were up, but the foot side rails are left down for restraint policy.